Event description:
The customer reported that during a procedure, the device was used to successfully cut tissue and then the jaws could not be re-opened for another application. The surgeon opened another instrument and successfully completed the procedure. There was no patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.